Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room for high blood glucose on (B)(6) 2020. Blood glucose reading was 416 mg/dl at the time of incident. The customer stated they treated with manual injection. The customer was assisted with possible causes leading to high blood glucose. The insulin pump will not be returned for analysis.